Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
Please note that on (B)(4) stated device was not returned which was an error since device was returned on 6/16/14. The valve and bactiseal catheters were returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer, no problem was found with the catheters. The lot number for the valve was cpmddb, serial number (B)(4), product code 82-3184. The lot number for the catheters was crcc5w, with for product code 82-3072. The position of the cam when valve was received was 60mmh2o. The valve was visually inspected; a needle hole in the needle chamber was noted. No defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested; the valve only leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 60mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve, product code 82-3184 with lot number cpmddb, conformed to the specifications when released to stock on the 29th november 2013. Review of the history device records confirmed the catheters, product code 82-3072 with lot number crcc5w, conformed to the specifications when released to stock on the 6th march 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No occlusion was noted with the catheters. No corrective action is needed based on the results of the evaluation.trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The device was blocked and was not working. (B)(4) 2014 additional information from the affiliate stated: 1. What actions were taken as a result of this incident- the faulty device was replaced with another one 2. Was the device revised? Yes 3. Were there any adverse consequences to the patient? No 4. Was there a delay in surgery greater than 30 minutes? No.